Manufacturer narrative:
The event occured in (B) (6).

Event description:
Caller reports neonate patient reportedly received result of 37 mg/dl on the performa system and result of 57 mg/dl measure with capillary blood in the lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device.